Event description:
The product complaint report shows the customer alleged the audible alarm failed to activate. The customer's biomed confirmed the malfunction and reported that there was no patient involvement. The utility harness was replaced. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.